Event description:
It was reported that the home patient (hp) had experienced peritonitis coincident with peritoneal dialysis (pd) therapy, manifested by abdominal pain and cloudy peritoneal effluent. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Thirty days after the patient (pt) was admitted to the hospital for the peritonitis, the pt was discharged. On the same day, peritoneal dialysis (pd) therapy was discontinued because the patient was not responding to the unspecified peritonitis treatment. At the time of this report, the pt was not recovered from the peritonitis event. Should additional relevant information become available, a follow-up report will be submitted.